Manufacturer narrative:
Product event summary: analysis determined that the programmer stylus tip was out of calibration, software error history was found, and the cord bay latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a "faulty update." The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out-of-specification.